Event description:
It was reported that the user experienced persistent hyperglycemia documented at 520 mg/dl while using the ilet system after a third consecutive sensor failed to provide usable data, prompting use of blood glucose run mode and transition to subcutaneous insulin via pen as backup therapy; troubleshooting and education were provided and there were no device alerts or alarms. Customer care provided support that included customer troubleshooting guidance. Investigation of this case revealed an undetermined cause for the hyperglycemia with no confirmed device malfunction and a likely contribution from unavailable sensor data. No clinical symptoms reported during the event associated with hyperglycemia. Outcomes included user-managed care at home without medical intervention or hospitalization. It was concluded that the cause of hyperglycemia was unclear and that continued monitoring and follow-up with the healthcare provider were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.